Event description:
Individual blister packs contains both 30ga 1/2cc (short needle) and 29ga 1/2 cc (standard needle). Both sizes were packaged in the same shelf carton with lot number consistent throughout all levels of packaging. Health risk analysis indicates there is a very small but significant health risk to some users.